Manufacturer narrative:
The products associated with this reported event were not returned to the manufacturer for analysis. Nevertheless, the customer provided photographic evidence and a review of the manufacturing records was performed. No issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events. On october 23, 2020, a user facility medwatch was received from the hospital directly. A secondary MDR is submitted under 3500a form # 3014526664-2020-00105 since two stents were initially placed on this patient and at this time it is unknown which device may have caused or contributed to the reported event.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient was complaining of a headache. A computerized tomography scan (CT scan) was performed and revealed the patient experienced filling defect in the ipsilateral cavernous internal carotid artery consistent with a foreign body being present. The patient was transferred to a different hospital where neurosurgery attempted to remove the foreign body via transfemoral approach. On attempts to remove the object, the object inadvertently embolized to the profunda femorous artery, where further attempts to retrieve it were not made. In this position, the foreign body is unlikely to contribute to clinical sequelae. The patient was reported to be well, and without neurological deficit.